Event description:
Clarification of event: the programmer was powered off and on again, then the device was reinterrogated with the sam results.

Event description:
It was reported that during follow up, the vibratory patient notifier was tested and the clinician nor the patient could feel the notifier. The device was powered off and reinterrogated with the same results. It was also noted that the patient had a MRI a year ago on the head and neck area. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.